Manufacturer narrative:
(B)(4).

Event description:
Customer service engineer reported that the 840 ventilator had inoperable touch screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and replaced the touch frame printed circuit board (pcb). The unit passed extended self testing.